Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated the low blood glucose readings with glucose tablets and yogurt. The customer stated that she had some highs and lows and the pump would beep. The customer stated that the pump did not alarm when she had low blood glucose readings. The customer stated that she was not concerned about the high but did not want to test for low. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact her health care provider regarding her low blood glucose readings.